Manufacturer narrative:
This is being reported for a problem found earlier. Investigation revealed that there was no system malfunction. Engineering evaluations revealed that there was no system malfunction. Investigation of the case logs showed that the root cause is traced to user technique. During the placement the software detected excessive forces on the load cell during bone work. This is the result of skiving forces detected while a tool is inserted into the end effector. The software correctly detected the force and alerted the user. Skiving can lead to the misplacement of implants. If the surveillance marker is not activated, the software is unable to detect or alert the user of a potential drb shift during navigation, which will compromise navigational integrity. The case logs also revealed high deflection during when the surgeon was using the driver array which is symptomatic of skiving, which can lead to the misplacement of screws. The implant was replaced and no adverse effects to the patient were reported. The observed overall risk level is 18, or low, which does not exceed the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.

Event description:
L4r was planned on a potential skive zone due to the patient's anatomy and the surgeon's trajectory preference (straight up and down, mid-line along the facet joint, which was hypertrophic in this case). The surgeon's technique is extremely fast with the hs burr, rd, and driver all on power. He placed the screws at l4r very quickly and moved onto the next. The egps base had to be backed away from the patient due to the arm contracting the patient anatomy and the last two screws were placed without issue. The c-arm was brought in for confirmation shots and it was found that the l4r screw had skivved off of the hypertrophic facet and had angled cranial, missing the pedicle. However, the software had given a checkmark for this trajectory.